Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b1 (is adverse event) and b2 (is required intervention).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revised left hip. Removed actis stem implant (unknown size). Attempted to use reclaim stem. Reamer shaft (B)(4) was used. Reamed to a 140 x 19mm stem. After checking x-ray discovered that collet on reamer shaft was pushing him in the wrong direction and reamed into the anterior/medial cortex. Surgeon could not correct with reclaim instruments and switched to stryker mod restoration to complete the case. There was a surgical delay of 40 minutes.